Event description:
It was reported that the monitors on the 9800 system went black and the connectors were broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were found loose. The connectors and board were re-seated during the service call. The system was tested and found to be working as intended and put back into service.